Event description:
Voluntary MDR/medwatch reports were received on 11/06/2025.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report numbers mw5177723, mw5177724 and mw5177725.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.